Event description:
Cook became aware of the clinical literature article involving cook instinct endoscopic hemoclip. See relevant excerpts: patients from may 2013 to jan 2016: "a retrospective descriptive chart review was performed on patients presenting with recent overt gi bleeding treated with endoclip therapy at (B)(6) medical center. In total, 178 consecutive patients with ugib were included. Initial hemostasis was achieved in 172 (96.6%) patients. Initial hemostasis was not achieved in 6 (3.4%) patients [subject of this report]." No information was provided regarding intervention. There were no adverse events associated with clip use.

Manufacturer narrative:
PMA/510(k): k132809. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. However, a device failure was not reported in the article. Endoscopic measures were not able to stop this bleed. The instructions for use potential complications state: "those associated with gastrointestinal endoscopy and endoscopic hemostasis include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest, hematemesis, transient dysphagia, aspiration pneumonia, wound dehiscence, minimal acute inflammatory tissue reaction, transitory local irritation, migration of clip into the bile duct, and anatomy disruption." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual and functional inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Wander p, castaneda d, d'souza l, singh s, serouya s, velazquez ai, mamun r, voaklander r, benias p, carr-locke dl. Single center experience of a new endoscopic clip in managing nonvariceal upper gastrointestinal bleeding. J clin gastroenterol. 2018 apr;52(4):307-312. Doi: 10.1097/mcg.0000000000000785. Pmid: 29517984.